Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after changing the pump supplies. The customer's blood glucose (bg) level was 289 mg/dl. The customer delivered a correction bolus via the pump to address the high bg. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. The customer was to change the infusion set site; however, thought the pump was the cause of the occlusions.